Event description:
Pt had passed away. The exact date and cause of death are not known at this time. Report is incomplete because no response has been received to MFR's requests for add'l info from treating physician (via fax x1, via telephone x1). There is no evidence at this time that the vns therapy system caused or contributed to the reported event.